Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during classroom education on (B)(6) 2026, an alaris patient controlled analgesia (pca) pump module allegedly did not recognize the syringe (bd 30ml-302832). After turning the entire system off and selecting new patient, the pca pump module then recognized the 30ml syringe. There was no patient involvement.